Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection, and therefore the reportable malfunction was not confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely the following led to the malfunction: e006 can be triggered due to several circumstances. It occurs, in general, when the electrical resistance between the two electrodes is increased. Originally, the error code was intended to warn the user if an irrigation fluid with a low conductivity is used. If the conductivity is generally interrupted by other circumstances, the error code e006 is also triggered. Other triggers are: an increase in tissue on the electrode. Increased transfer resistance by incorrectly plugged contacts on the working element or the connection cable. Increased transfer resistance due to defective contacts on the working element or the connection cable. The instrument is in a gas bubble at activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported the event during the case and wanted to know the cause of the error. The technical support engineer informed the customer that the error can occur due to following causes: non-conductive fluid, instrument not connected properly, universal socket is damaged, connection cable or the electrode might be contaminated and encrusted. Three good faith efforts were made to obtain additional information from customer regarding the event; however, no response received. The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, e006 insufficient conductivity error was displayed while using the electrosurgical system. The malfunction occurred during the unknown procedure. There were no reports of patient or user harm associated with this event.